Manufacturer narrative:
H4: the lot was manufactured january 17, 2024 and january 19, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a filling port was missing in a large volume infusor. This was observed after opening the package prior to patient use. There was no patient involvement. No additional information is available.